Manufacturer narrative:
Patient city: (B)(6) patient country: mexico.

Event description:
Reference number (B)(4). Event occurred in mexico. It was reported that the patient experienced a high blood glucose event on (B)(6) 2026 due to no insulin infusion, and the high blood glucose was treated with a manual insulin injection. No further information available.